Event description:
Patient is having issues with the mouth piece of the nebulizer. Cant get it to work. No further information provided. Unknown if mouth piece is available for return. No missed doses reported. No adverse events reported. Lot number is unavailable. Diagnosis for use: chronic obstructive pulmonary disease.